Event description:
Related manufacturer report number: 1627487-2023-04527. It was reported that the patient's system was autoreducing. Impedance issues were noted on one lead. Reprogramming was unable to resolve the issue. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced. During the procedure, it was noted that the patient's leads were twisted and fractured.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.